Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.